Manufacturer narrative:
The internal complaint file (B)(4) has been logged for this incident for traceability. The ri-2 involved in the incident was returned to belmont for evaluation on august 24, 2023. The disposable set was discarded therefore could not be sent for review. No patient impact was reported as a result of this incident. The disposable set cited was disposed of and is not available for investigation. Fluid out detector errors are generated to alert the user to the condition of the device. In the case that this error occurs, the disposable can be swapped for continued support to the patient. If the error persists, infusion can be continued through other means. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of "fluid out", the rapid infuser exhibits the following alarm message: "fluid out. Check inlet tubing and filter. Add more fluid". High amounts of particulates in the blood may clog the coarse blood filter in the reservoir chamber. Replace reservoir chamber or disposable if it is clogged. The operator's manual provides instructions on installing the disposable set and additional recommended operator actions. The step-by-step procedures in manual has warning on installing the disposable, "do not kink or twist the tubing" and "do not apply excessive pressure to the pressure transducer. The pressure transducer can be damaged with excessive force. Do not use the system if the pressure transducer is damaged". All 3-spike sets are 100% visually inspected and 100% leak tested prior to final packaging and release for shipment from belmont medical technologies. Without results of the device investigation, no conclusions can be drawn at this time. A follow-up report will be submitted once the investigation is complete and additional information becomes available.

Event description:
The physician reported that during an mtp, ri-2 unit kept alarming "fluid out" and requesting a reprime. There was plenty of product spiked for infuse. They were able to get some product into the patient, but continued to have the issue throughout the procedure. Although the patient involved in the incident expired, there are no allegations that the device caused or contributed to the death. The ri-2 involved in the invident will be sent back to belmont for investigation and the disposable set was discarded and lot# is not available.

Manufacturer narrative:
The cited device was evaluated by a belmont service technician. The reported fluid out detector alarm was unable to be replicated after extensive testing with a known working disposable set. No further issues were identified. The device was system tested and passed with no issues. The disposable set involved was not returned to belmont so a thorough investigation into the condition of the disposable set was not possible. A precise root cause of the reported issue could not be determined as the disposable was not available for investigation. We reviewed the device history for this unit, and no similar issues were identified. We will continue to monitor this type of incident closely and take further corrective and preventive actions if required.